Event description:
It was reported by service report that the brake pedal is broken and snapped off at the patient left side. It is unknown if there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Result: brake pedal.